Event description:
It was reported by the patient with this pacemaker that they experienced syncope and has been to the hospital. Technical services (ts) referred the patient to the clinic. The device remains in use. No additional adverse patient effects were reported.